Event description:
It was reported the pt was having to recharge her ipg more frequently. A replacement charging sys did not resolve the issue. It was later reported the pt suddenly lost stimulation. F/u info revealed the pt reported feeling a shock at the ipg site while stimulation was on. Diagnostic testing revealed normal impedance values. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.